Event description:
It was reported that removal difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.50 x 16mm synergy xd drug-eluting stent was advanced and deployed. Upon withdrawal, the friction within the stent were encountered and not coming out which caused the guide catheter to get pulled inward. The balloon was inflated at nominal pressure for 15 seconds and waited for 10 seconds for the balloon to deflate before pulling back the device in one piece fully deflated. The procedure was completed and there were no patient complications.